Manufacturer narrative:
A smiths medical pump was returned for analysis. The pump had a damaged lens and the downstream occlusion sensor seal was cracked. The error was able to be replicated. The dso sensor will be replaced including the seal and this should alleviate the issue.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump had issues with an occlusion sensor. There were no reported adverse events.